Event description:
A report was received that the patient was experiencing pain and soreness at the pocket site while charging. The physician prescribed lidocaine over the ipg site to help relieve the patient's pain while charging. In addition, the physician prescribed a topical antibiotic because he believes the pocket may be infected. The physician felt that an explant may be necessary due to possible infection but want to see how the patient is doing after a few weeks.